Manufacturer narrative:
(B)(4). The device was discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of arrhythmia and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as known patient effects of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Abbott vascular medical affairs reviewed the reported information and concluded that the death in this case is directly the result of the perforation and graftmaster indirectly due to the inability to reach and exclude the perforation.

Event description:
Subsequent to the initially filed report, the following information was received: patient relevant medical history consisted of severe chf [congestive heart failure] and mitral regurgitation. Patient presented with nstemi [non-st-elevation myocardial infarction]. The lesion was heavily calcified with subtotal stenosis, and the failure to cross was due to the anatomy. The patient health was declining prior to the graftmaster use; however, the failure to cross possibly contributed to a clinically significant delay due to the device's inability to cross to seal the perforation. The ultimate cause of death was cardiac arrest and ventricular arrhythmia. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a left circumflex coronary artery, a perforation occurred. The 2.8x16mm graftmaster rx coronary stent graft system was advanced to treat the perforation, but the device did not cross. The patient went into cardiac arrest and expired. No additional information was provided.